Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va04drw, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3058, serial# (B)(4), product type implantable neurostimulator; product ID 3889-28, lot# va04drw, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient knew right away that the right lead was not in the right spot, but her doctor told her that it would be fine. The patient was in an accident in (B)(6) where she was run over by a ¿bike.¿ two days after the accident, the patient slipped on wet grass and sprained her ankle and wrist. The patient felt that her lead wires had moved even more. The patient stated that it took six months to get x-rays and the doctor agreed the leads moved. The patient noted that the stimulation went down her leg or was in her butt and it was painful if set too high. The patient stated that her therapy had gone ¿downhill¿ over the past year and her doctor was refusing to correct her lead placement. The patient stated that her doctor was telling her that the therapy could not be removed and once it was implanted, it could never be removed. The patient noted that she was programmed ¿about one month ago,¿ but the stimulation was too far forward and it vibrated her bladder. This made the patient feel like she had to go to the bathroom more. Additional information was requested, but was not available as of the date of this report.